Event description:
On (B)(6) 2012, the patient contacted animas to report a luer lock leak. The patient reported that on (B)(6) 2012 he obtained an elevated blood glucose (bg) of 513 mg/dl with symptoms of 'muscle cramping'. At the time of the high bg he removed cannula and claimed it was 'smushed' and when he removed the cartridge he discovered there was moisture/insulin at the luer lock. The patient reported he corrected for high bg via pump with new site and confirmed his bg returned to his target range. At the time of troubleshooting, the patient informed customer support that he had already discarded the subject products. The patient claimed at the time the issue was discovered he did not recall seeing any visible cracks or damage to the cartridge and claimed the tubing was secure to the cartridge. This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
Follow-up #1 date of submission 09/05/2012 device evaluation: the retained cartridge was evaluated by product analysis on 08/07/2012 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.